Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate test was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time. The delivered amount was 42.000 and the error percentage was 5 percent. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure set up requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test during unspecified process. There was no patient involvement. No additional information is available.